Manufacturer narrative:
Product ID: 3889-28, lot# va05gnk, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was not having symptom relief. It was noted that recently at night, the patient was adjusting and found that she received four sharp jabs or jolts in the area of the device while adjusting position in bed. It had not happened before and had not happened since. Using the patient programmer, it was determined that the patient was on program 2 at 1.4 v, but stimulation was off. The patient turned stimulation on, increased up to 1.5 v, which the patient felt was too strong, then decreased back to 1.4 v, which was comfortable. It was indicated that the patient would be following up with her physician next month. Additional information received reported that the patient received assistance from the manufacturer representative and her concerns were resolved. It was also noted that the patient still had concerns with her device and/or therapy, but was working with her doctor or manufacturer representative with a noted appointment date of (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that before the patient turned their device on they were unable to adjust their stimulation.